Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, the ventricular lead impedance was measured above 3000 ohms in addition to a decrease of the r wave sensing. Nevertheless, the threshold had increased and no capture had been observed at 4.5 v at 1 ms output. On (B)(6) 2011, the leads were disconnected from the device and checked through psa. All measurements were within the normal range. The leads were reconnected to the device.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.